Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician noticed a variability of rv sensing values when the patient was standing in addition to an atrial fibrillation with high ventricular frequency. The physician believed it was caused by the loose contact between the lead and the patient's tissue. The patient was in good condition. X-rays may be undertaken.